Event description:
Reporter received a recall letter dated 06/13/2025 on her dexcom receiver. She also stated she had been having some issues with the dexcom device, she is unable to calibrate and the results are 120 points off. She had to confirm with a finger stick because results are inaccurate. Reporter said the morning of (B)(6) 2025 her device alarmed that her sugar was low but when she did a finger stick it was normal.